Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported allergic skin reaction while wearing the adc freestyle libre sensor. The customer described the most recent sensor caused a large blister at the sensor site. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.